Manufacturer narrative:
Additional information was received that per the physician, the valve did not cause or contribute to the patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis could be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, all wires and catheters were placed in the left ventricle per the instructions for use (IFU). It was noted the patient had a 90 mmhg gradient. A confida guidewire was used to support a 20 mm balloon for pre-dilation of a stenotic aortic valve. Three separate inflations were performed to dilate the aortic valve. The balloon was removed and a 29 mm valve was placed on the guidewire and moved to the annulus. The valve was delivered at a depth of 6 millimeter (mm) on the left coronary cusp and 6 mm on the non-coronary cusp. The valve appeared constrained from the stenotic annulus. The valve was post dilated with a 22 mm balloon. After the dilation, the gradient was less than 5 mm and a small st elevation was noted. A pigtail was placed at the level of the valve and an angiogram was taken. There was no flow into the right coronary artery. The physician attempted to re-vascularize the right coronary artery, however the patient's pressure began to fall. A balloon pump was placed . Ventricular fibrillation was noted and cardiopulmonary resuscitation (CPR) was initiated. The patient was defibrillated several times, however never recovered blood pressure. The physician was unable to successfully re-open the right coronary artery and the patient expired. The physician stated that there was possibly a disrupted plaque the occluded the right coronary artery, which was the cause of death.